Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Updated: b4, b5, g4, h1, h2, h3, h6, h10. Correction: a1. Complaint sample was evaluated and the reported event was confirmed. Reported event was confirmed by review of medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient underwent a right tha, and a prophylactic cable was placed around the femur due to osteoporosis,no other complications were noted.at a post-op visit a month later, femur fracture and mild subsidence of the stem were noted, mild pain was also reported.patient is under observation, no treatment yet. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: g7 acetabular shell pn: 010000662 ln: 6522380, g7 acetabular liner pn: 010000856 ln: 6598669, ceramic femoral head pn: 00877503602 ln: 3002562. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown.  The investigation is in process.  Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a right total hip arthroplalsty. At the one month post-op visit it was noted the patient had a fractured femur and stem subsidence. No intervention is noted, just observation. Attempts were made to obtain additional information; however, none was available.